Event description:
End-user states on (B)(6) 2013, end-user was reaching into hot over, moving slowly to get closer to oven with a pot holder in one hand. The chair suddenly accelerated on it own causing end-user's arm to be burned on hot shelf; no medical intervention at this time.